Manufacturer narrative:
A ge representative evaluated the system and replaced the video control board, high voltage power supply regulator, and backplane, and performed a filament calibration. The system operates as intended.

Event description:
The customer reported the image turned black and started to flicker, and the system displayed an ma sensor error. No patient injury was reported.